Manufacturer narrative:
No product was returned for evaluation as it remains in-situ. Radiographs provided confirmed the reported event. It is unknown if the patient conformed to post-operative activity restrictions. No additional investigation can be performed at this time. Labeling review: contraindications - "contraindications include, but are not limited to: 1. Infection, local to the operative site. 2. Signs of local inflammation. 3. Patients with known sensitivity to the materials implanted. 4. Patients who are unwilling to restrict activities or follow medical advice. 5. Patients with inadequate bone stock or quality. 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome." Potential adverse events and complications: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." Post-operative warnings: "during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." Remains in-situ.

Event description:
On (B)(6) 2018 an patient underwent an index procedure without a reported issue. On 04/18/2019, during follow up radiographs revealed the rod had backed out of the construct. No revision procedure is planned at this time as patient is asymptomatic.